Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr detached. Prior to the reported event, the patient presented due to a myocardial infarction on an unspecified date. A percutaneous coronary intervention treatment procedure was performed and an unspecified bare medal stent was implanted. The patient presented post stenting with in-stent restenosis of the previously placed unspecified bare metal stent. The 99% stenosed, in-stent restenosed diffuse target lesion was located in the calcified and severely torturous left anterior descending artery (lad) and left circumflex artery (lcx). An unspecified intra-aortic balloon pump was inserted. A 2.5mm non-bsc balloon was then advanced successfully used to dilate the lad. To continue the procedure, the physician tried to use the 2.5mm non-bsc balloon to dilate the lcx however this attempt was not successful. Next, a 1.0mm non-bsc balloon was advanced to the lcx, however, this balloon ruptured upon inflation. It was also noted that further dilation was required in lad. As a result of the balloon rupture and the need for further treatment in the lad, it was decided to perform rotational atherectomy. The 1.75mm rotablator rotalink plus burr catheter was advanced and ablation was performed successfully in the lad. The physician then attempted to ablate the lcx, however, the burr detached during the second ablation. The physician noted that there had been no anomalies during the ablation at lcx prior to the detachment. In an attempt to remove the burr, the physician stepped on the foot pedal and moved the knob of the advancer unit, however, the burr did not respond. The rotablator system was then switched into dynaglide mode and the physician stepped on the foot pedal for approximately 17 to 20 seconds, however, there was still no response from burr. It was noted that no abnormal noises were observed during this attempt. The rotalink advancer was subsequently withdrawn and upon removal it was observed that burr had detached. It was noted that continuous flush was maintained at the tip of the burr. The detachment was then further confirmed with angiography. To remove the burr, the physician inserted an unspecified guide wire along the side of the detached burr. A non-bsc balloon was then advanced and the burr was withdrawn without resistance using the balloon catheter to protect the burr. Upon removal, it was noted that the detached burr was stuck with the rotawire guide wire. The procedure was completed by advancing an unspecified guide wire and dilating the lesion with a 2.3mm non-bsc balloon followed by the deployment of a promus stent. There were no further patient complication reported and the patient's status is listed as good.

Event description:
It was additionally reported that the unspecified intra-aortic balloon pump was inserted at the beginning of the procedure. Also, the burr began "jumping" due to the severe tortuosity of the vessel and then became stuck after approximately 17 seconds to 20 seconds of ablation. The burr continued to be rotated as it was stuck. A 2.5mm non-bsc balloon was used in the removal of the detached burr. Additionally, a 2.5mm non-bsc balloon was used to dilate the lesion prior to stenting instead of a 2.3mm non-bsc balloon as initially reported. It was also further reported that the rotalink burr did not come in contact with the spring tip and upon removal was not stuck with the rotawire guide wire as initially reported.

Manufacturer narrative:
Device evaluation by manufacture: the detached burr portion of the rotalink plus unit was received for analysis. Visual inspection revealed that the detached burr was stuck to the spring tip of the rotawire guide wire. Microscopic inspection revealed that annulus of the burr was damaged/blocked. Additionally, the distal coil was found to be broken within the proximal burr which was also observed to be damaged. There were no scratches that exposed brass on the plated back half of the burr and there were no issue noted with the diamond coverage of the burr. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Correction: it was initially reported that upon removal the rotalink burr was stuck with the rotawire guide wire. This was corrected to not stuck with the rotawire guide wire. It was initially reported that a 2.3mm non-bsc balloon was used to dilate the lesion prior to stenting. This was corrected to a 2.5mm non-bsc balloon. (B)(4).